Manufacturer narrative:
Clarification to h6: health effect - clinical code e2402 represents the reported event of wrinkling/rippling. The event of visibility/palpability (wrinkling/rippling) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: wrinkling/rippling.

Event description:
Healthcare professional reported via the national breast implant registry (nbir) manufacturer registry specific data report (mrsdr) "wrinkling/rippling". This record is for the left side. Device was explanted.